Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an implant procedure, the health care provider (hcp) was tightening the connector boot on a lead. The hcp stated the torque wrench did not make the "clicking noise" indicating the connector boot is properly tightened, and as a result the #3 electrode on the lead was damaged. The hcp decided to leave the lead in place, as the #3 electrode would not be used in programming. The patient recovered without sequela.